Event description:
Ambulance personnel were attending to a pulseless pt in a code situation. An initial attempt to monitor the pt in the paddles mode allegedly resulted in the device displaying a flatline instead of the pt's ECG. The operator switched to leads monitoring and diagnosed the pt to be in a shockable rhythm. The pt was countershocked successfully, however was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the operator's asessement of the pt's viability and the proper operation of the device after switching to cable monitoring.